Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: is not available for the product reported in d4. This product code is sold/distributed outside the us and is deemed same as or similar to product distributed in the us; therefore, there is no unique identifier (UDI) for this product. G1: device manufacturer postal code: 1220 should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent CT imaging-guided renal cryotherapy under general anesthesia wherein floseal was injected around the ¿treated tumor¿ in the perineum. This was the first time floseal was used on this patient. Approximately five minutes after injection the patient experienced ¿grade 3 anaphylactic shock¿ which required ¿medical resuscitation¿ (not further specified). The anaphylaxis led to acute renal failure necessitating dialysis and prolonged hospitalization. Five days after the event, the patient was released from the intensive care unit while still recovering from the worsening renal function. The patient will be following up with their physician in two to three months. No further information was available at the time of this report.